Manufacturer narrative:
The left ventricular (lv) lead is noted to not be returning. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged. The lead was explanted and replaced. It is noted that the lead is not going to be returned. No additional adverse patient effects were reported.